Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and another manufacture's lead tripped a lead safety switch (lss) due to a pace impedance measurement of greater than 2000 ohms. A review of device memory revealed atrial tachy response (atr) episodes due to oversensed noise. Boston scientific technical services discussed trouble-shooting options with the health care professional (hcp). There were no adverse patient effects. The device remains in service.

Event description:
Subsequent information indicates that additional out of range measurements and noise occured. An x-ray was performed. It was decided to reprogram the device from unipolar to bipolar. The system remains in service. There were no adverse patient effects reported. The device remains in service.